Manufacturer narrative:
No battery out limit alarm was noted. All operating currents are within specification. The off/no power alarm functioned properly and passed self test. All buttons are responding properly with no keypad anomaly noted during testing the insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window and scratched reservoir tube window. (B)(4).

Event description:
It was reported that the customer received a battery out limit alarm on the insulin pump and none of the buttons were responding. Customer's blood glucose was 26.3 mmol/l. Customer was advised the device would be replaced and agreed to return the product for analysis.